Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently displayed a "status 56" message. There was no pt involvement in the reported malfunction.